Event description:
The surgeon was preparing for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. After the patient was already placed under anesthesia, it was noticed that there was not a femur implant available. The case was delayed for approximately 1 hour then ultimately canceled due to the unavailability of the implant.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been completed at mako surgical. The mako component was not available for use and there was no associated malfunction.